Event description:
On (B)(6) 2013 our affiliate in (B)(6) was notified of a pt with an infections corneal ulcer od. The treating physician returned info stating the pt presented on (B)(6) 2013 with pain, blurring of vision and photophobia right eye. The pt was treated with antibiotic drops, initially every hour then qid. Va (B)(6) (20/40) at time off occurrence. As of (B)(6) 2013 va "not resolved yet." Outcome is reported to be "resolving infection." Our affiliate has requested return of product from the provider for evaluation. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot b00f67p was manufactured under normal conditions. If additional inf is received, will report within 30 days of receipt serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Device not returned: no evaluation will be performed. No conclusion can be drawn.